Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. There was no particular product part or lot information provided, so a complaint review could not be performed. Experiencing occasional pain anteriorly in tibia nailing can be considered normal especially when the nail is implanted in a prominence position. The pain is related more so towards the general technique of tibia nailing. As reported in the article, other studies have shown that anterior knee pain after im tibial nailing is quite common (up to 86%). The scope of the cases reviewed in this article resulted in 56% of patients with anterior knee pain, which is well within the 86% as reported in other studies. The article did not claim any defect in the zimmer products that led to the knee pain. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. M/dn tibial nails were used for treatment of tibial shaft fractures.

Event description:
It is reported that 10 pts with previous tibial shaft fractures and intramedullary nailing are experiencing knee pain related to the mdn tibia nail.

Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: hhtp://www.ncbi.nlm.nih.gov/pubmed/24762147. This report will be amended when our investigation is complete.